Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-03108. The patient received 2 trial scs leads with different lot numbers. It was reported, the patient experienced a dural tear during the trial procedure that resulted from the physician advancing the epidural needle. Subsequently, a blood patch was done and the procedure was completed. It was also reported, the patient experienced headaches which improved before the patient was discharged. Follow-up identified the headaches have resolved.